Event description:
It was reported by the sales rep that during a laparoscopic anterior resection of rectum, scissoring occurred at the 2nd firing when the device used on the blood vessel. Another device was used to complete the case and scissoring clip was removed with the specimen. There were no adverse consequences to the patient. There was no unexpected resistance in feeding the clips and grasping the firing trigger. Also, there was no unexpected noise. The device was not clamped on something hard. The surgeon commented that the device might be twisting during the clipping. The release of the jaws was slower than usual. The device was fired after the event and confirmed that the clip was deployed properly. One device will be returning. (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Additional information: did bleeding occur when structure was cut? --- no please quantify amount of bleeding that occurred. Did cut structure result in change of procedure or alteration in post-op patient care? --- the information was not provided from the hospital. Did the surgeon try to pull the trigger from the handle? ---yes is the surgeon aware that the firing trigger may need assistance in returning all the way forward? --- the information was not provided from the hospital.